Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿home patient technique¿. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for peritonitis was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique; however, the nurse reported they will ¿work with the home patient.¿ no additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.